Event description:
Customer is calling to report that he has a box of ultraflex that are not sticking to his skin like they normally do. He is alleging a defect with the adhesive. No adverse event alleged. A request was made for the return of the device. Lot not provided.